Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently did not disconnect the infusion set tubing during the fill tubing step and the blood glucose (bg) level dropped to the 30s mg/dl. The customer went to the emergency room (ER) and was treated. The customer could not recall the type of treatment, but it involved an intravenous line. The customer left the ER with a bg of 160 mg/dl and had felt better.